Event description:
Reporter noted poor vacuum during phaco; error message received. Checked vacuum and changed cassette, with no improvement. Doctor was pushing lens nucleus with tip; zonules broken. Converted to ecce. Also noted they had re-used a single-use cassette pak.